Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported via the sales rep that the tensioner would not accept the cable. It is further reported that there are no adverse consequences.